Manufacturer narrative:
Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 04-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 04-feb-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Patient involved - no known adverse event. Customer reported smudged lens resulting in a blurred image on a colonoscope. The smudged lens results is sub optimal vision and has a potential for missing cancerous lesions. Note: pentax canada received notification of this incident at east kootenay regional hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.